Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.5, re-test: 5.0, re-test: 6.3, lab: 4.4. The three inratio tests were performed within 20 minutes of each other at 9 am. The patient went to the lab at 1 pm. Patient has possible uti and has not been eating well. Patient was started on antibiotics treatment after the lab test for possible uti. Patient was told by doctor to hold coumadin for a day.